Manufacturer narrative:
The completed questionnaire was reviewed by a company clinical analyst, who stated the following: ¿the customer reported that a cataract procedure had begun and there was a corneal burn. The surgeon used another handpiece to complete the procedure. The patient was a (B)(6) male. The event occurred as soon as the surgeon attempted to place the phaco tip into the eye. The patient was not hospitalized. No intervention was required. The patient ocular and medical history was noted as unknown. The corneal burn occurred during pre-phaco. The wound required one stitch. It is unknown if there was anterior chamber shallowing or collapsing. No occlusion bell was noted. There were no other patient injuries. It is unknown if post-operative astigmatism occurred. No corneal opacity was noted. No further treatment or intervention is planned. The phaco handpiece was sequestered and sent for evaluation. The outcome of the event was noted as resolved with treatment. In the surgeon¿s opinion the phaco handpiece caused or contributed to the event. The customer filed a medsun mandatory and voluntary report with the FDA. The customer noted that during a cataract procedure the phaco handpiece malfunctioned. The phaco handpiece was tested prior to the case per the manufacturer¿s directions for use. The doctor stated as soon as he attempted to place the phaco tip into the eye it caused an instant burn to the patient¿s cornea. The phaco tip was immediately removed and replaced with a new handpiece. The procedure then proceeded without incident. One stitch was placed in the cornea to ensure closure and proper healing. No harm came to the patient. The hospital will be sending the device back to the manufacturer for analysis. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. The handpiece functioned to specifications; therefore, it is not suspected to have contributed to the reported event.¿ no further information was able to be obtained from this customer. However, the phaco handpiece was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The handpiece was manufactured on june 25, 2010. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was received for evaluation. A visual assessment of the returned handpiece revealed a small dent in handpiece irrigation line and discoloration on the handpiece cable. The handpiece was connected to a calibrated infiniti system and tuned. The handpiece passed tune. The handpiece was functionally tested at 100% phaco and torsional power for 5 minutes. The handpiece generated both phaco and torsional power during test. The flow rate tests were performed on the handpiece. The handpiece passed both irrigation and aspiration flow rate tests. The handpiece u/s and torsional strokes were measured. Both u/s and torsional strokes were measured within specifications. No additional test was performed. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) patient safety advisory abstract: preventing corneal burns during phacoemulsification, (B)(6) 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a patient experienced a corneal burn during cataract surgery. The burn occurred immediately upon entry into the eye with the phaco handpiece. The handpiece was switched out to proceed with out further incident. One suture was placed in the cornea to ensure closure and proper healing.